Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during maintenance, the cardiosave intra-aortic balloon pump (iabp) doppler cable winding assembly failed. There was no patient involvement.

Manufacturer narrative:
The following investigation was performed by the failure analysis and testing dept. (Fat) the failure analysis and testing dept. Received part number 0997-00-0596 tether assembly serial number n/a with a reported unit failure of a tether winding failure. The failure analysis and testing dept. Performed a visual inspection and found that the cord that is attached to the doppler had broken off. Retaining the part in the fat dept. Per procedure number (B)(4). The fat dept. Verified the failure of the tether winding.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer was dispatched to investigate the issue. In order to fix the issue, the fse replaced the tether (d997-00-0596). Calibration, and functionality checks passed factory specifications and the unit was returned to clinical service upon completion.